Event description:
A double lumen umbilical venous catheter was placed in an infant. Upon connecting the medications, they noted a large amount of air in the catheter. A small leak was noted in one of the lumens. The line was removed and replaced. FDA safety report ID # (B)(4).